Event description:
It was reported that during patient treatment, the ventilator was not able to deliver the set tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No fault was found and the ventilator passed pre-use check. No parts were replaced. The ventilator logs were downloaded for evaluation. The logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; check tubing, vt insp. Overrange and peep low. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage in the patient circuit system.